Event description:
It was reported that the patient had an incident with their pump but declined to provided any information about the event. The pump system was delivering baclofen, dilaudid and marcaine. (No further information was provided regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).